Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed to resolve event. The patient was stable.